Event description:
An international distributor, on behalf of a patient, contacted dexcom technical support on (B)(6) /2014 and claimed no audio output on patient's device on (B)(6) 2014.at the time of the call to dexcom technical support, no medical intervention or injuries were reported.